Event description:
It was reported the tip of the device (resectoscope), sheath was broken/chipped . The issue found during a therapeutic procedure. There was no patient harm , no user injury reported due to the event.

Manufacturer narrative:
The subject device was received for evaluation and the customers complaint was confirmed. Device evaluation found the tip was found broken, cracked. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user mishandling of the device. In march 2014, to remediate tip fracture, a design change in material and geometries of the tips has been implemented. The new tip material has been successfully validated for production release. This complaint device has an old designed tip as it was produced before corrective actions were taken. Potential damage to distal tip during use is addressed in the device IFU (instructions for use, rev 99-1033_fk) on page 14, "warning: always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding." Olympus will continue to monitor field performance for this device.